Manufacturer narrative:
H3, h6: the device use in treatment was not returned for evaluation, all provided information has been reviewed including the supplied images, establishing a relationship between the reported event. However, the root cause remains unknown, potential factors include the patients pre-existing conditions and the interruptions during treatment. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. No batch/lot number has been provided, therefore a review of the device history has not been possible. Complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Complaint: (B)(4).

Event description:
It was reported that the outcome of the npwt was not favourable after 28 days with an increase in the size of wound from 64mm wide x 140mm length at beginning of therapy to 71mm w x 160mm length. The wound bed continued with tenacious, thick slough and pathology was attended by nurse practitioner that reported significant renal decline, anaemia, and elevated inflammatory markers. With the first two dressing changes, the dressing was full with green-tinged, malodorous exudate and the ¿full dressing¿ was indicated on the pico 14. The health care provider was unsure of the length of time that had elapsed from when the dressing was full and attended. This complicated the course of treatment as a routine dressing schedule was not initially attained. The other barrier to care was the tubing had inadvertently disconnected at the dressing connection site. Again, the health care provider was unsure of the amount of time lapsed without suction. Despite the simplicity of the device and education being provided to both the patient and aged care staff regarding the green and orange indicators, the health care provider faced disparity in the approach to care at the aged care facility. Furthermore, the patient was not an active participant in his care which were attributable to variables outside of the health care provider¿s control. This was reported to the general practitioner and the patient was transferred to a local hospital. During the hospital stay, he underwent ablation of the greater saphenous vein and returned to the aged care facility five days later with setopress compression from toes to upper thigh.